Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the obturator was fractured. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of this incident is likely due to manufacturing. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown- "problem with two of our trocars ctf33. I called her and she told me that a piece of the trocar was broken. She couldn't gave me more information. I tried different times to reach the surgeon but he didn't answer his phone. I have seen the trocars and it is the tip of the obturator that is defect. No more information is available, tm will contact the hospital again." Patient status unknown.